Event description:
The customer reported a falsely elevated troponin I result from a serial draw on one patient. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of harm as a result of this event.